Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1005, indicative of a shock lead open condition. A high out of range shock impedance measurement of greater than 125 ohms. Surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported. This ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device noted scratches and dents on the case of the device, but otherwise there were no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1005, indicative of a shock lead open condition. A high out of range shock impedance measurement of greater than 125 ohms. Surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.